Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed and revealed that the proximal conductor fractured. It was noted that the defibrillation conductor was distorted, several conductors were distorted, the defibrillation conductor had a fracture (overstress), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environment stress cracking, the outer tubing environment stress cracking was breach/breach (non- electrical), the outer insulation was torn and had cosmetic depression, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an explant procedure, the right ventricular (rv) lead had an apparent outer insulation fragmentation. It was noted that the patient does no longer needs the rv lead due to a reversible indication. The rv lead was explanted and not replaced. No patient complications were reported as a result of this event.